Event description:
A non-health care professional reported that during an intraocular lens (iol) implant procedure, the lens went in crooked, did wound enlargement and suture. Lens was explanted in a initial procedure replaced with same model another lens. Additional information has been requested. However, further information has not been received.

Manufacturer narrative:
A sample device was not returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The lens was returned for evaluation. Solution was dried on the lens. One haptic was broken in the haptic insertion area (not returned). Product history records were reviewed and the documentation indicated the product met release criteria. The file indicated the use of a qualified cartridge and an unspecified handpiece. Two viscoelastics are indicated but only one is qualified with a qualified combination. The product investigation could not identify a root cause for the reported complaint of "lens went in crooked. The returned questionnaire indicated the lens was partially inserted. The returned lens had a broken haptic. It is unknown if a qualified handpiece or viscoelastic was used. Company lens foldable iols are qualified for use with an company lens qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The IFU instructs that an company lens qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. The IFU instructs: use holding forceps to grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ovd-filled cartridge. The lens should be inserted until it is centered with or slightly past the outline etched into the top of the cartridge. Lenses with a 6.5 mm optic diameter may need to be pre-folded for easy entry into the back of the cartridge. Lens may be pre-folded by gently applying pressure to the edge of the lens while holding the central optic with forceps the trailing haptic will extend from the proximal end of the cartridge. Position the trailing haptic to the left of the haptic post as shown in the detailed view. This will allow the plunger to go past the haptic during the initial advancement of the plunger into the cartridge. Verify the lens is positioned on the bottom surface of the cartridge. The haptic should be maintained to the left of the post when the lens is loaded correctly. Accurate positioning of the lens will decrease the potential for optic and haptic damage. The manufacturer internal reference number is: (B)(4).